Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use. (B)(4).

Event description:
Treatment of a cavernous (cav) saccular aneurysm. It was reported that the pipeline was stretched across the neck of the aneurysm after deployment and a hyperform balloon was used to achieve full wall apposition. No patient injury reported.